Event description:
Per medwatch mw5108629: patient's pump alarming with 'no disposable, pump won't run' alarm. Patient tried detaching and then re-attaching cassette to the pump but alarm did not stop. Patient connected cassette to back up pump and got the same alarm. Patient was advised that the pumps are not the problem but the cassettes. Patient prepared a new cassette and attached to the pump. Pump running, no problem. Patient does not have the lot number for the malfunctioning cassette. Patient did not experience any ae. No further details available. Product faulted during patient use. No patient injury. Patient was able to continue infusion with another cassette. Life sustaining infusion.